Event description:
It was reported that the patient's device was close to elective replacement indicator (eri) after only forty-two months of use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis indicated the device had normal depletion and met 80% of expected longevity. Performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage measurement log data in save to disk file (B)(4) shows min bat=2.79 to 2.65 volts between (B)(6)-2011 and (B)(6)-2011, is before device eri<= 2.62 volt.